Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008, d314trg crt-d, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The left ventricular (lv) lead was reported to have high thresholds which may have caused the premature battery depletion of the crt-d. The crt-d was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.